Manufacturer narrative:
Failure analysis noted that the pump had a blank display due to broken solder joint on the interface board. The pump had a scratched display window and cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 300mg/dl. The customer stated that the pump was dropped and was dead. The customer gave herself an extra bolus. Troubleshooting was not able to resolve the issue. The display did not return. The customer was advised that the insulin pump will need to be replaced. The device was returned for analysis.